Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice machine, it was reported that the care giver (cg) observed air in the patient line. This was noticed during fill 1 of 4 of peritoneal dialysis therapy, while the home patient (hp) was connected. Nothing was found that would have caused or contributed to the air. The technical service representive assisted the cg in ending the hp¿s therapy and removing the cassette. The cg was advised to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.